Event description:
It was reported the display on the programmer would not remain calibrated. The stylus pen and wand were replaced, which did not resolve the problem. Recalibrated many times and stays accurate for one interrogation then gets "sloppy". The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; overlay found out of electrical specification. Analysis also found the latch tabs were broken off of the power cord bay door and the power cord was damaged. (B)(4).